Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the cartridge and infusion set tubing. The customer declined tandem technical support's offer to troubleshoot and was to change the infusion set site. The customer's blood glucose (bg) level was 581 mg/dl and had lowered to 425 mg/dl. A bolus and insulin injections were being used to address the bg level.